Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts implantation in unknown eye. Post-operatively, patient initially experienced low iop and corneal leakage. Within 3 weeks post-operatively, the iris covered the stent and iop was around 40-50 mmhg. Post-operative week 3 (pow3), hcp provided treatment of brimonidine and "pilo." A day or two later, the iris was no longer on top of the stent, but is stuck on the stent. Device remain implanted.